Manufacturer narrative:
The system was examined and was able to replicate the reported event. The core module was replaced to resolve this issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 31, 2013. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to the nonconforming core module. However, how or when the module became nonconforming could not be determined. (B)(4).

Event description:
A head nurse reported that the laser had no effect on retina with probe 25g or 27g during a procedure. The procedure could be completed using another system with no patient harm. No system message was displayed. Additional information has been requested and received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported the laser power was low. Additional information has been requested.